Event description:
It was reported to philips that during an endovascular aneurysm repair (evar) procedure, the system displayed a "motorized movement not available" message and geometry movement was unavailable. The issue was resolved after approximately 10-minutes by a cold system restart. At an undetermined time during the procedure, the patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. No further details have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has received additional information regarding the reported event. The patient, who was already in a delicate state of health, experienced cardiac arrest and received CPR, after which the procedure resumed, before the system displayed the warning message and geometry became unavailable. The procedure was completed after the issue was resolved. The patient reportedly passed away a few hours later. The investigation into this complaint remains ongoing, and a final report will be provided upon completion.